Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device¿s sleep/wake button was unresponsive when pressed multiple times, and the device did not turn on until it was placed on the charger, after which the device powered on and the button functioned as expected; blood glucose was reported at 110 mg/dl and not affected. Symptoms included no adverse health effects. Outcomes included no impact on daily activities and no medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed the issue was not reproduced after charging and normal function resumed. It was concluded that the device functioned as designed following power restoration, with no patient injury.